Event description:
It was reported the patient experienced hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was unknown if the umbilical hernia was present prior to pd therapy, but was noted to have worsened during pd therapy. The total fill volume was reduced from 1800ml to 1500 ml as treatment for the umbilical hernia. No surgical intervention was required at the time of this report. It was unknown if the patient was hospitalized for the event. No additional information is available..

Manufacturer narrative:
(B)(4). Additional information: the onset of the umbilical hernia was reported to be at least 9 months ago. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. As the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.